Event description:
In 2009, the pt reported that 6 months ago the piston rod of her insulin infusion device stopped working and her blood glucose elevated to over 400 mg/dl as a result. She said she switched to her backup infusion device. Symptoms were thirst, fatigue and abdominal pain. She stated she treated herself by drinking a lot of water. She stated she sometimes had low blood glucose readings of 60-70 mg/dl. Symptoms were feeling shaky and would eat to treat herself. She stated her doctor adjusted her basal rates on her infusion device and her blood glucose has now adjusted and returned to her normal range. She stated the cartridge plunger is not stuck on the piston rod. The piston rod is loose and making an odd noise that she first heard 6 months ago. She stated the noise can be heard when the piston rod is moving in either direction. The infusion device was requested to be returned for eval.